Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing or pacing function. Upon fluoroscopy the lead was found to have fractured. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead had not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection indicated two segments of the lead were returned. The first segment was the terminal segment which was 16.4 centimeters in length. Tool marks were noted on the surface of the conductors of the distal end which are indicative of sever, not a fracture. The second segment returned was 36.8 centimeters in length. Both the anode and cathode coils were stretched and both coils' ends at the proximal end. Again, tool marks were noted on the surface of the conductors. No fractures were observed on the returned segments of the lead. There were set screw marks noted on the terminal pin and ring. Resistance and pressure testing confirmed all conductive paths of both returned segments were continuous indicating that no fracture has occurred.